Manufacturer narrative:
Client attended clinic for minor adjustment and reported that the 'wobble' of his seat had increased and that it was very uncomfortable. On inspection the bolt attaching the seat and base appeared loose. It could not be tightened and was found to be completely fractured. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).

Event description:
Client attended clinic for minor adjustment and reported that the 'wobble' of his seat had increased and that it was very uncomfortable. On inspection the bolt attaching the seat and base appeared loose. It could not be tightened and was found to be completely fractured. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).